Manufacturer narrative:
(B)(4). Date sent: 12/6/2021. Investigation summary: there is no call home available to review. The returned probe worked to specifications. The issue of the low temperature and broken cannula cannot be verified. Lot ml20065309 was reviewed (in process sn (B)(6)). Manufacture date: 6/29/20. Expiration date: 2/29/24. There were no problems seen during the manufacturing and testing of this lot. Analysis does not confirm (verify) the reported failure. No further investigation will be conducted on this complaint. Complaint information will be included in complaint trending that is reviewed by the applicable pqss drb on a regular basis to determine if further action is necessary.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/ batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that 5 mins after a lung ablation, the temperature could not continue to be increased and showed 58 at that time. The CT scan showed no area of expected ablation. Then, after the ablation needle was pulled out, the ablation needle was broken (about 3 cm from the needle tip) during the test. The breakage occurred outside the patient and no patient consequence was reported.